Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2019, a 27mm trifecta gt valve was implanted. On (B)(6) 2025, the patient was hospitalized for pre-tavi check-up following aortic insufficiency. The valve was noted to have early degeneration with onset of dyspnea at the slightest effort. There were also episodes of chest pain and bradycardia. (Cae grade ii; surface area 0.9 m²; gradient 67 mmhg; vmax 5.08 m/s). A second operation was required to resolve the event.

Event description:
It was reported that in (B)(6) 2019, a 27mm trifecta gt valve was implanted. On (B)(6). 2025, the patient was hospitalized for pre-tavi check-up following aortic insufficiency and chest pain. The valve was noted to have early degeneration and severe stenosis with onset of dyspnea at the slightest effort. There were also episodes of chest pain and bradycardia. (Cae grade ii; surface area 0.9 m²; gradient 67 mmhg; vmax 5.08 m/s). A second operation was scheduled to resolve the event. The patient is stable.

Manufacturer narrative:
An event of aortic insufficiency, episodes of chest pain, bradycardia, early degradation of valve and severe stenosis with onset of dyspnea after more than 5 years of valve implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined. Reportedly, a second operation was scheduled to resolve the event. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.